Event description:
A wallflex enteral duodenal stent was used during a stent placement procedure in an adult female pt (age and weight unk) on an unk date. According to the complainant, "...the stent appeared to be shorter than 6 centimeters and did not bridge the stricture.... The [physician...] Placed a 22x90 (MFR unk) stent through the wallflex enteral duodenal stent to bridge the stricture." Reportedly, the pt was "fine" following the procedure.

Manufacturer narrative:
Device remains implanted. The device remains implanted; therefore, a device analysis cannot be performed, and the relationship between this device and the cause of this event cannot be determined.